Event description:
Complaint of high readings was received on a customer's blood glucose meter. The customer performed a test on the meter and increased his dose of insulin based on his result. After 2 hours the customer became unconscious. An ambulance was called and the customer was taken to hospital. The customer's blood glucose level was approximately 20mg/dl. The customer was hospitalised for 10 days there is no information available regarding the treatment. The customer received while in hospital.